Event description:
"Caller alleged discrepant accuracy results compared with another meter. Results as follows:" date: (B)(6) 2012, inratio2: 2.7, venous meter: 1.7. Time elapsed between each method of testing is unknown. Patient's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Patient is in the hospital, reason is unknown. Patient was also given vitamin k. Discrepant results (accuracy) comparison of inratio2 test result with lab result provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 2.7, reference: 1.7, mean: 2.2, confidence limits: 1.4-3.1. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. As reviewed on (B)(4) 2012, (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4) no further action is required. This issue will continue to be tracked and trended. Corrective action not required at this time.